Event description:
Philips received a complaint about the v60 ventilator indicating that the battery does not hold its charge. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. A material only part order for a replacement backup battery was created.

Manufacturer narrative:
The replacement of the battery aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. The repair of the unit cannot be completed at this time due to the battery being on back order without estimated time of availability. When the part becomes available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be carried out.